Manufacturer narrative:
This event is recorded with zimmer biomet under: (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the width plate holding was loose, the machined head was damaged, and the control bar was out of position. The machined head and screws were replaced, and the control bar was adjusted and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: united kingdom.

Event description:
It was reported that the device is not tightening well with the blade guard despite trying to tighten with the screwdriver. The plates did not fit. There is no information provided regarding the timing of the event or if there was any patient involvement/harm that may have occurred. During device evaluation, it was discovered that the width plate holding was loose. Due diligence is complete, there is no additional information available.